Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on the device. There was no evidence of the reported issue in the event history log. The reported accuracy issue could not be confirmed. Delivery accuracy testing on the pump was unable to verify the complaint. The delivery accuracy tests found the pump to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.25%. There was no reported adverse event.

Manufacturer narrative:
Follow up report generated customer response on ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Event occurred during testing and no patient involvement. Update a1 b 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6.

Event description:
Follow up report created from customer response . H 10